Event description:
In 2005 the lay user's daughter contacted lifescan alleging that the user's one touch ultra meter was set to the incorrect units of measurement. The medical affairs specialist (mas) attempted to contact the user by phone, left a phone message for the user, and sent a letter to the user asking her to contact the mas. The family member said the user obtained a result of 22.4on the reported meter (22.4mmol/l = 403mg/dl) in 2005 in the am. The user took no action to affect her blood glucose level following use of the meter. The user received no treatment from her medical professional. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl, the test strips were in date (one week old) the test strips had been stored correctly, and the meter code was set correctly. The meter had previously been set to the correct units of measurement and the family member denied that the user had changed the units of measurement in the meter settings. The ccr advised the family member to notify the user's doctor of the elevated blood glucose level obtained in the morning before contacting lifescan. The meter and control solution were replaced.